Event description:
Knee slightly swollen/heavily swollen [knee swelling] ([condition aggravated]) knee somewhat warm/little warm [joint warmth] case narrative: initial information received from germany on 05-mar-2019 regarding an unsolicited valid serious case received from a consumer. This case involves an unknown age male patient who experienced who had treatment with hylan g-f 20, sodium hyaluronate [synvisc one] and after 2 days experienced knee slightly swollen/heavily swollen and knee somewhat warm/little warm. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication include diclofenac on (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once, in the knee (with an unknown batch number) for unknown indication. On(B)(6) 2019, after latency of 2 days, patient's knee was slightly swollen and little warm. On (B)(6) 2019, knee was strongly swollen and somewhat warm. Corrective treatment: methylprednisolone (urbason) and diclofenac for both events. Outcome: not recovered. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on 08-mar-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Knee slightly swollen/heavily swollen, ([condition aggravated]). Knee somewhat warm/little warm [joint warmth]. Case narrative: initial information received from (B)(6) on (B)(6) 2019 regarding an unsolicited valid serious case received from a consumer. This case involves an unknown age male patient who experienced who had treatment with hylan g-f 20, sodium hyaluronate [synvisc one] and after 2 days experienced knee slightly swollen/heavily swollen and knee somewhat warm/little warm. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication include diclofenac on (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once, in the knee (with an unknown batch number) for unknown indication. On (B)(6) 2019, after latency of 2 days, patient's knee was slightly swollen and little warm. On (B)(6) 2019, knee was strongly swollen and somewhat warm. Corrective treatment: methylprednisolone (urbason) and diclofenac for both events. Outcome: not recovered. Seriousness criteria: intervention required for both events. A product technical compliant was initiated and results were pending for the same.